Manufacturer narrative:
This report is being supplemented to provide additional information based on device evaluation, facility's cds checklist and report and the legal manufacturer's investigation. Component code corrected from imager to " access port (biopsy" channel) where the growth found. Device service repair evaluation the following were found: play of the angulation control knob. Insufficient angulation. Control section (body, up/down control knob, right/left control knob, angulation lock, grip cover) scratched. Control section (cover of the control section) scratched. Discoloration of the control section. Control section (swbox) scratched. Universal cord (body) scratched. Universal cord (boot on the connector side) scratched, scope connector (body, cover) scratched. The distal cover scratched. The suction cylinder shaved. A-rubber glue chipped. The insertion tube scratched. The facility's clean, disinfect and sterilize (cds), reprocessing information provided by the facility were noted below: no patient infection. Device was not used in a procedure after the positive culture was determined. The storage conditions of the device at the facility after the event occurred was at room temperature. The device undergone additional reprocessing, except for the reprocessing immediately after the procedure. No delay in the procedure reprocessing was noted. Precleaning information: facility noted n/a. Brushed points ¿ instrument channel, suction channel, air/water valve/suction valve, biopsy valve. Detergent solution noted to be ¿product e and product c for aer (scope reprocessor). All channels connected with tubes when endoscopes was setting into the aer/ewd . Disinfectant solution meet the ¿minimum effective concentration (mec). Water filter replaced within specified period. Rinse water treatment such as uvl light decontamination method noted no abnormalities. After manual disinfection or aer/ewd process , device was wiped with towel , dry process of aer used . Scope storage ¿ without drying cabinet. Investigation results: an evaluation of the device could not confirm the suggested phenomenon. The following investigation results cannot determine the relationship between the event (positive in the culture test) and the subject device. Bacteria were detected in the culture tests for the subject device as below. <the first culture test> sampling date: (B)(6) 2022; microorganism name: gram-negative bacilli; number of bacteria: unknown; bacteria-detected part: biopsy channel; <the second culture test> sampling date: (B)(6) 2022; microorganism name: pseudomonas aeruginosa; number of bacteria: unknown; bacteria-detected part: biopsy channel; there was no report on the subject device being used in procedure after the suggested event was confirmed. Investigation noted there is no apparent deviation of the reprocessing conducted by the user from the reprocessing instruction for use (IFU). There were no similar complaints in the user facility in the past. Performance of reprocessing of the subject device was evaluated in the following reports by conducting correct reprocessing in accordance with IFU. (Cleaning/ disinfection/ sterilization). A review of the device history record found that the subject device was shipped in accordance with the specifications. No abnormalities were found. There were no complaints of events that were the same or similar to the event reported at the same facility and on the same device. IFU (instruction for use) states as follows: reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Based on the results of the investigation, a definitive root cause could not be established. An evaluation of the device could not confirm the suggested phenomenon. No cause could be assumed from the information provided for this investigation. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Initial reporter name and address: the full name of the facility establishment is (B)(6). The subject device was not returned for evaluation. The facility according to the report was provided with a loaner and as stated in the event, the device was not used with patients after bacteria was detected. Additionally, it was noted the facility performed and used end cleanse neo for their clean disinfection sanitize (cds) process. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported a gram-negative bacilli were detected during an in-hospital culture test . A second culture test was performed and pseudomonas aeruginosa was detected. It is not known if it was used in other patients after the first detection of the bacteria. It has not been detected from other scopes. There was no patient harm, no impact reported at this time. The test method is to pass a saline solution through the forceps channel and culture the saline solution that comes out. In a follow up communication, according to the reporter, the device was not used with patients after the detection of bacteria. There is no known patient infection to date. This event includes two reports: report with patient identifier (B)(6) (gif-h290z , sn: (B)(4)- with first culture test- positive with gram-negative bacilli). Report with patient identifier (B)(6) (gif-h290z, sn : (B)(4)- with second culture test- positive with pseudomonas aeruginosa). This report is for report with patient identifier (B)(6) (gif-h290z , sn: (B)(4) - with first culture test- positive with gram-negative bacilli).